Manufacturer narrative:
The reporter provided a ventec clinical specialist with a video that had been taken by the patient's caregiver for review. The video showed that the patient has a speaking valve inline, between the patient circuit and the inline sx cath. Ventec advised that the valve was likely allowing enough back pressure to not alarm. The vocsn was ventilating and the low minute volume alarm was off because the speaking valve was in use. Ventec then recommended that the respiratory therapist set the low pressure alarm tighter and also obtain a secure tie to secure the patient circuit to the trach so as to eliminate any potential disconnects. The device was not returned to ventec for evaluation. The cause of the reported issue could not be conclusively determined.

Event description:
It was reported to ventec that the device's patient circuit disconnect alarm was not working - the reporter advised that when the vocsn was disconnected from the patient's trach, there was no alarm. The reporter, a distributor and respiratory therapist, advised ventec that they placed the patient on a different vocsn, but that it was still an issue. This initial medwatch report is to document the event involving vocsn device #1. There was patient involvement associated with the reported event; however, there were was no patient harm as a result of the reported issue.